Manufacturer narrative:
(B)(4). Date sent: 11/22/24 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech45c, with lot/batch number c9d67g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic pneumonectomy procedure, ech45c and gst45t used at the 2nd firing for left lower lobectomy on bronchial tube. It seemed that the device worked without problems during dissection. But a camera zooms in bronchial tube part after removed, the staples were unformed fully. Since it was found before the end of the surgery, the surgery was completed with reinforcement of the dissected transection with needle suture 4-0 asflex. The cut end was not opened and remained visually closed. However, it was clear that the sutures were not enough. One side of the metal part the staple pocket on the back side of the retrieved cartridge was detached, and the plastic part and fixing parts were deformed. There was no air leak with air leak test during the surgery. The outer two lines may have formed in b shape. One inner line was quite deformed. Pericardial adipose tissue-filled suture was performed and fibrin glue spray was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2024. Additional event information. Something was not wrong during use. The staples were unformed in lumbricoid shape. No additional sutures or measures.

Manufacturer narrative:
(B)(4). Date sent 12/19/2024 d4 batch #720c46 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and a gst45t reload present. The reload was received fully fired, with the pan bent and partially dislodged from the right proximal side. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 720c46, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent 12/17/2024 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.